Event description:
In 2008, the lay user/reporter in france contacted lifescan on behalf of the lay user/pt who lives in algeria alleging the one touch ultra 2 meter read inaccurately high. The technical svc rep (tsr) was not able to contact the pt or reporter to obtain add'l info. On an unk date and time in early 2008, the reporter mentioned that his father in another country obtained a result in the morning that he thought was inaccurately high. The result is unk. The reporter stated the pt might have taken insulin based on the result. That same day after the reported issue, the pt reportedly fainted, lost consciousness, and was hospitalized in another country. The reporter did not know what else happened that day. He did not know whether the pt was tested with another device, what the pt ate that day, what medications the pt administered, or how the hospital treated his father. It was determined during the troubleshooting telephone call, the pt cleaned the puncture area incorrectly. The meter was set to the correct unit of measure. This complaint is being reported because the reporter alleged the pt obtained an inaccurate high reading, administered medication based on the reading, and lost consciousness after the reported issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.